Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed for the promus premier product family, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. The event types associated with this review have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. The lesion characteristics (90% stenosis, moderate tortuosity, severe calcification) present known challenges for long stent delivery and may reasonably contribute to delivery difficulty and potential stent deformation. The reported dissection and patient death are listed adverse events in the promus premier instructions for use.

Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The artery was engaged using a non-boston scientific (bsc) guide catheter and guidewire. The lesion was predilated with a non-bsc guidewire and a 3.00 x 38 mm promus premier was then advanced. The stent failed to cross the lesion. After additional predilation, the stent was again advanced and still failed to track the lesion. During deployment of the stent, a stent edge dissection occurred. Stent damage was also noted. The patient expired.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient died. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The artery was engaged using a non-boston scientific (bsc) guide catheter and guidewire. The lesion was predilated with a non-bsc guidewire and a 3.00 x 38 mm promus premier was then advanced. The stent failed to cross the lesion. After additional predilation, the stent was again advanced and still failed to track the lesion. During deployment of the stent, a stent edge dissection occurred. Stent damage was also noted. The patient expired.